Manufacturer narrative:
(B)(4). Batch #: u95165. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any difficulties with the device in the initial procedure? Did the surgeon follow the steps for use of the device? Did the surgeon observe the end tone for each cycle in the original procedure? Were there any generator error codes in the original procedure? What is the surgeon's experience with the device while using it during vaginal hysterectomies? Were any other means of hemostasis used in the initial procedure, including clips and ties? What was the estimated blood loss? Were any blood products administered? How was bleeding addressed? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a vaginal hysterectomy the patient started bleeding from the pedicel post operatively. After 15 hours post surgery the patient presented with hemoperitoneum bleed from tubo-ovarian pedicel with a slow abdominal bleed showing that the device had not fully sealed .

Manufacturer narrative:
(B)(4). Date sent: 4/27/2022. D4 batch #: u95165. Additional information was requested and the following was obtained: were there any difficulties with the device in the initial procedure? No did the surgeon follow the steps for use of the device? Yes. Did the surgeon observe the end tone for each cycle in the original procedure? Yes. Were there any generator error codes in the original procedure? No. What is the surgeon's experience with the device while using it during vaginal hysterectomies? It was the first time she had ever used the device and the first procedure was a success, although she started the procedure as a vaginal hysterectomy and ended up with a tah due to compromised tissue tearing repeatedly due to prior infection. Were any other means of hemostasis used in the initial procedure, including clips and ties? No. What was the estimated blood loss? It was a slow bleed, over 15 hours, patient then had a transfusion for two pints of blood post operatively. Were any blood products administered? Yes. How was bleeding addressed? Patient was taken back to theatre at 2 am and they used clamp cut and tie, no device what is the patient's current status, patient is well and healthy. No problems at all. The very next afternoon was ready to be discharged.